Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a defective temperature switch and fan. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed there was no issue found with the subject device prior to the procedure. The procedure was confirmed to be diagnostic and was intended for gastroscopy. There was no delay with the procedure because the main xenon bulb was still active, so the doctor was able to move forward with the procedure as normal. There was no effect with the patient.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displayed an e102 error, and the emergency lamp turned on. The event occurred during procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.